Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, after removing the delivery catheter system (dcs), the valve dislodged from the annulus in the aortic direction. A second valve was implanted to secure the dislodged valve. No adverse patient effects were reported.